Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.50 (B)(4). Lens work order search. A lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 -13.50 diopter implantable collamer lens in patient's right eye on (B)(6) 2013. Excessive vault with elevated intraocular pressure rise was noted on (B)(6) 2014. The lens was explanted on (B)(6) 2015 ans no other lens was implanted.

Manufacturer narrative:
On (B)(6) 2016, patient's post-op best-corrected visual acuity was 20/25. The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was bent. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).